Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description. There is evidence of at least one recapture. In the end, the valve appeared to have been implanted at a good depth. There is no evidence of a post implant balloon aortic valvuloplasty. Post-implant transthoracic echocardiogram (tte) images provided. Evolut implant appears to be at a good depth. Posterior mitral leaflet appears thickened with limited mobility. Basal ventricular septum appears hypertrophic with a measurement of approximately 19.7 millimeter (mm). Trace pulmonary insufficiency. Aoritc valve (av) mean gradient = 5.9 millimeters of mercury (mmhg). Mitral regurgitation and tricuspid regurgitation appear trace to mild. Tte shows ejection fraction (ef) of about 55-60%. A secondary post-implant tte images provided. Posterior mitral leaflet appears thickened with limited mobility. Basal ventricular septum appears hypertrophic with a measurement of approximately 18.7 mm. Av mean gradient = 24.7 mmhg. Mitral regurgitation appears mild. Tte shows normal ef of about 60%. A tertiary post-implant tee images provided. Bioprosthetic leaflets appear calcified. Av mean pressure = 33.83 mmhg. Pulmonary insufficiency appears mild. Mitral regurgitation appears mild with possibly two jets. Stenosis of bioprosthetic valves and hypoattenuated leaflet thickening (halt) can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Unfortunately, the failure mechanism of the device cannot be established, and the conclusive cause cannot be determined with limited information available. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available, an assignable root cause for the thrombus cannot be determined. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc). With the limited information available, an assignable root cause cannot be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient has a pre-existing history of deep vein thrombosis at baseline. Following the valve implant in the native annulus, the final implant depth was 4.1mm on the non-coronary cusp, 3.1mm on the left coronary cusp, and 4.8mm on the right coronary cusp. The patient¿s gradient at discharge was 5.9mmhg. It was noted a possible thrombus was observed on the valve leaflets; however, the thrombus was not confirmed due to the facility does not have 4d imaging capabilities. When the possible thrombus was detected the valve gradient measured 25mmhg. Subsequently, the patient was symptomatic with shortness of breath. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that on the day of implant, international normalized ratio (inr) prior to the hypoattenuated leaflet thickening discovery was 1.1. Following the transcatheter aortic valve replacement, the patient was on antiplatelets. Three years and nine months post-implant, inr was 1.0. It was noted that no other inrs were measured other than the two since there was no indication to do so. Subsequently, four years and twenty-four days post-implant, abnormally elevated gradients were noted on echocardiogram. No adverse patient effects were reported.

Event description:
Medtronic received information that 4 years 4 months following the implant of this transcatheter bioprosthetic valve, the patient was evaluated for transcatheter aortic valve replacement due to aortic stenosis. It was reported the patient was treated with an anticoagulant medication due to possible clot and to see if it resolves. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.